Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic, device interrogated revealed loss of capture and an increased impedance on the rv lead. Two months prior, a shunt for dialysis had been placed on the same side as the device, which coincided with the impedance jump. Cellulitis and possible fluid accumulation were observed at the shunt site. The physician believes all the issues were a result of the dialysis shunt. Re-implanting the system on the right side was planned. There were no additional issues pre- or post-interrogation.